Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, the intramedullary milling started with the 13 milling cutter, the doctor performed the technique of entering and leaving the canal, but did not allow us to enter, so it was decided to remove the rhyming kit to check it and there was evidence that the strawberry was not there. An x-ray was taken, evidencing that this strawberry had remained inside the medullary canal as well as the edges that connect this with the flexible tree loose inside the medullary canal. The strawberry was extracted through the guide, but the free fragments remained inside the medullary canal because they could not be extracted. A change of strawberry was made for a larger diameter, and with this it was possible to finish the whole process. For what happened and mentioned above the specialist was dissatisfied and annoyed, since he states that this is not the first time that this happens to him with this system. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo reveals that the reamer head f/ria 2 ø13 is not seeing in the pictures. Without x-rays it is not possible to confirm the broken condition or the remaining fragments mentioned in the event description. In the photos several devices are seen but no broken reamer head f/ria 2 ø13 is seen however is not possible to perform an analysis based on the provided evidence as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the reamer head f/ria 2 ø13. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.404.022s lot # 7617p97 manufacturing site: werk selzach logistik release to warehouse date: 24.aug.2023 expiration date: 01.aug.2033 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.